Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(4) certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty oxygen blender. The service technician replaced the oxygen blender and issue was resolved. Unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1000 has lox oxygen delivery. When set to deliver 90 percent, the unit displays 62 percent. At this time, it is unknown if there was any patient involvement associate with the reported malfunction.